Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported she noticed one tampon had a string that was shorter than it should be prior to use. The tampon was not used.